Event description:
Pt was revised to address loosening of the tibial tray.

Manufacturer narrative:
Examination was not possible as no prod was returned. The investigation could not verify or identify any evidence of prod contribution to the reported problem. The initial report indicates possible avn. Based on the investigation, the need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.